Event description:
During an egd (upper scope) procedure, the spring tip broke off the guidewire during esophageal dilation and fell into the patients stomach. The spring wire tip was completely retrieved and visualized.